Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device and verified the reported issue. Stryker replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.